Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had complained of painful positive dysphotopsia despite optimized ocular surface after implantation of the preloaded intraocular lens(iol) in the patient's right eye. The patient status was temporarily impaired. Patient reported that daily activities that are affected as lights are painful. The best spectacle corrected visual acuity-pre-operative was 20/30. Best spectacle corrected visual acuity-post-operative was 20/20. Explant was planned but not occurred. No other information is available.